Event description:
It was reported that while driving, the user perceived low blood glucose, stopped safely, and confirmed a blood glucose value of 54 mg/dl; the user self-treated with oral glucose tablets and blood glucose returned to target without further assistance. Symptoms included sweating consistent with hypoglycemia. Outcomes included resolution of the event without emergency treatment, hospitalization, or long-term sequelae. Investigation included complaint intake review and troubleshooting with user education reinforcement. Investigation of this case revealed no device malfunction or component issue reported or observed, and no contributory device factors identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.